Event description:
Two reports on different patients and with different nurses. IV with flash back and then when attempting to advance catheter, the catheter bends and comes out or bends and needle goes through catheter. Happened on several patients between several nurses. Rn attempted to place piv using 18 gauge needle. Flash of blood was noted after insertion but unable to advance needle/catheter.